Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted septal leaflet and transcatheter aortic valve implantation. A first clip, triclip xtw, was inserted and deployed. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A decision was made to implant a second clip. However, during deployment of the second clip, the first clip detached completely from the leaflets and embolized to the inferior vena cava (ivc). The second clip was implanted. To remove the embolized clip, 2 snares were used, and the embolized clip was then removed from the ivc without harming the patient. The procedure was discontinued with no additional clips implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and complete clip detachment were unable to be determined. The reported embolism was a cascading event of the reported complete clip detachment. The reported patient effect of embolism is listed in the triclip g4 system instructions for use, and is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.